Event description:
It was reported that during a routine follow up the right ventricular (rv) lead was found dislodge. It was also noted that lead had loss of capture and high impedances readings. Patient is not dependent. Lead was successfully replace. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the right ventricular (rv) lead was found dislodge. It was also noted that lead had loss of capture and high impedances readings. Patient is not dependent. Lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental is to correct the following: d. Suspect medical device. 6b. If explanted, give date.